Event description:
During the implant procedure, a vessel was inadvertently nicked while tunneling with a medtronic catheter passer, resulting in bleeding. The surgeon identified the source and achieved hemostasis using suction. The issue was resolved.